Event description:
The customer states that one patient sample generated falsely elevated results with the axsym ca125 assay. The patient has previous results of 10 to 18 u/ml. The most recent sample generated a result of 62 u/ml and was questioned by the patient's physician. The sample was retested and generated a result of 48 u/ml. The patient then decided to go to another lab for testing, where a result of 18 iu/ml was generated (methodology unknown). The customer performed various instrument checks and all met acceptance criteria. The meia lamp was replaced. The patient was drawn again the following day and tested with the axsym ca 125 assay and generated a result of 22 u/ml. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.